Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ip information was adjusted by electronic picture archiving and communication systems (pacs). To restore functionality, the information was updated on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was unable to connect to electronic picture archiving and communication systems (pacs). It was reported that the network connections on the imaging system were reviewed. The imaging system was restarted multiple times without resolution, a separate network port was used without resolution. It was noted that troubleshooting did not restore functionality. Additionally, the site noted that a medtronic navigation system could not connect with the imaging system to test connectivity. There was no patient present when this issue was identified.